Manufacturer narrative:
A manufacturing record review was completed and zero nonconformance's were found. The returned product evaluation confirmed that a piece of the distal tip was missing from the catheter. The separated piece was reported as left in the patient. The damage found on the catheter was consistent with over torqueing against resistance.

Event description:
Turnpike spiral was damaged. The information reported was the "wire came off the tip of the catheter in the vessel" . It is reported that the tip was not retrieved and not on the wire. It was reported as no impact or injury to patient. The patient was stable leaving the lab.